Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic live donor nephrectomy, during the stapling of the renal artery, the device fired, but staples had not formed on the renal artery. The staple line was incomplete where the jaws were fired on and there was poor staple formation. When the jaws were opened after the failed firing, the patient started bleeding. There was tissue damage that the renal artery did not staple upon dividing. The damage was corrected initially by using clips and then by using another stapler from another manufacturer to fix the staple line and stop the bleeding. The case also had to be changed from laparoscopic to open to control the bleeding. There was blood loss of estimated 1000ml and 2 units of transfusion was required. The surgical time was extended for 30 minutes to 1 hour.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and five photos were available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged, the jaws were open, there were no obvious signs of staple witness marks in the anvil, there were over crimped and properly formed staples observed on the cartridge, all the staple pushers were present and the sled was fully advanced. Functionally, the reload was loaded, the interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected and the reload interlock was tested and found to function properly. Analysis of the returned data was saved to the system and noted that a full firing for the returned reload was completed with no observed issues. It was reported that the staples did not form as expected and were missing from the staple line after firing. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic live donor nephrectomy, during the stapling of the renal artery, the device fired, but staples had not formed on the renal artery. The staple line was incomplete where the jaws were fired on and there was poor staple formation. When the jaws were opened after the failed firing, the patient started bleeding. There was tissue damage that the renal artery did not staple upon dividing. The damage was corrected initially by using clips and then by using another stapler from another manufacturer to fix the staple line and stop the bleeding. The case also had to be changed from laparoscopic to open to control the bleeding. The surgical time was extended for 30 minutes to 1 hour.